Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that a 3.0x23mm xience prime stent delivery system (sds) advanced to the left interventricular artery, 90% stenosed lesion without reported issue. The xience prime balloon was inflated to 14 atmospheres (atm) and the stent was implanted. Following, the balloon failed to deflate while using an abbott indeflator. Negative was applied for 20 minutes. During this time, the patient experienced intense chest pain without any electrocardiogram (ECG) changes. Medication was provided. A second, unspecified indeflator was used and the balloon catheter was able to be removed partially deflated. The chest pain stopped. The patient was discharged home in good condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The deflation issue was not confirmed as the deflation times were measured with a proxy indeflator and met the specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event of use of coronary devices. The investigation was unable to determine a conclusive cause for the reported deflation issues; however, the patient effect of angina and treatment with medication appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the 3.0x23mm xience prime stent remained successfully implanted at the left interventricular coronary artery, 90% stenosed lesion despite the deflation issue. A second abbott indeflator was able to partially deflate the balloon. Both indeflators have been filed under MFR report #: 2024168-2017-01389 and 2024168-2017-02171, respectively.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the additional reported information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the follow-up medwatch report, the additional information was received: a third indeflator was able to successfully deflate the balloon.